Manufacturer narrative:
(B)(4)

Event description:
This ra lead became dislodged during a pocket revision. On (B)(6) 2017 the system was moved lower in the pocket away from the clavicle bone. On (B)(6) 2017 home monitoring alerted low p waves, intermittent undersensing, and loss of capture. The pocket was opened again and the helix of the ra lead was found completely inside of the lead. The lead was explanted and replaced. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.